Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 06/01/2016 with the following findings: the display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and cracked casing. This report is made based on the results of an investigation completed on 6/1/2016.